Event description:
It was reported that a pump was alarming no disposable clamp tubing and air in line. Rate is 2.0 ml, volume is 92.0 ml, given 2.0 ml. The pump was alarming no disposable, clamp tubing. The pump was dropped. Stopped and restarted the pump. The pump continued to alarm. Clamped the tubing, unlocked the cassette and checked for air in the line. Reattached the cassette, unclamped the tubing and restarted the pump. The pump continued to alarm. Turned the pump off, and clamped the tubing. The patient was not affected.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.